Event description:
The account alleged the head of the bed will not raise. No patient impact.

Manufacturer narrative:
The account took the head up valve off and cleaned the valve to resolve the issue.